Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed, however a cause as to why the patient didn't follow proper steps could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during refilling the heater, the home patient (hp) revealed that he had disconnected the final bag and hooked it up to the heater line. The technical service representative (tsr) explained that he should not disconnect and reconnect bags after a setup is complete and assisted the hp to end therapy. The hp would perform last fill by manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.